Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 07/26/2016 and confirmed the reported event of inaccurate cgm values. A definitive root cause could not be determined. It was reported that multiple bg meters were used throughout the same sensor session. The dexcom g5 mobile continuous glucose monitoring system user's guide states: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.